Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load sequence. Reportedly, the customer's blood glucose level was impacted (400 mg/dl). Elevated levels were treated via manual injection. Customer reverted to insulin pens for management of blood glucose levels.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.